Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of needing assistance ending therapy as there was air in line, this problem occurred during use. The hp states he was not connected to the hc. The tsr assisted the hp with ending the therapy as requested. The tsr informed the hp to start over with all new supplies and to contact the rn. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4) 2011. The patient stated the following: nothing was seen that would have caused the air and the patient thought it may have been something they did but could not state what so a companion sample was requested with lot number h11e21028 as the actual sample was discarded. New supplies were used to clear the air and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem was not confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). During a follow up phone call to the patient regarding the sample return, it was revealed that they do not have the cassette any longer; the hp stated that it may have been used-up for another therapy. No further information was provided.